Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information clarified the causal relationship between the items involved in the event and the reported fever and subcutaneous abscess. The gabalon relationship was unrelated, the pump and the catheter relationship was unknown, the programmer relationship was not related, and the procedure relationship was unknown.

Event description:
It was reported the patient had their pump replaced on (B)(6) 2014 and no abnormalities were observed immediately after the surgery. In early (B)(6) (around the (B)(6)), swelling at the pump site was observed and an abscess was confirmed. It was 'judged' as an infection. The patient received systemic antibiotics. The "bacterium responsible for the infection [had] not been identified yet". It was noted, "pump removal may be considered". There was a casual relationship to the procedure and the healthcare professional (hcp) denied a relationship to other factors. The patient has not recovered. The pump was used to deliver gabalon.

Event description:
Additional information received reported the patient also had a fever and reddening of the pump replacement wound. Following the initial pump replacement procedure. Blood tests were performed and revealed elevated leukocyte levels. Following the start of antibiotics ((B)(6) 2014) the patient's fever was resolved on (B)(6) 2014. However, the patient was hospitalized because the swelling around the wound worsened and a subcutaneous abscess was suspected. On (B)(6) 2015, the system was removed. After the removal, the patient received systematic administration of antibiotics and the symptoms improved. The patient was discharged on (B)(6) 2014.